Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit's remote was only 37.6 degrees celsius during a case. This was on a temperature probe monitoring the main water temp and connected to "g" jack. They finished case by monitoring tcm display. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
After the case, the perfusionist troubleshot the unit with another remote and a new temperature cable, but same results. The unit was pulled from service. The field service rep (fsr) could not duplicate problem. He checked all cables from unit remote to motherboard and from temperature module to card cage. Checked a/d calibration and inspected the unit. No problems encountered and returned unit to clinical use.